Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR. Report: 1627487-2014-01253, 01254, and 01256. It was reported the patient experienced overstimulation and persistent pain surging from the ipg and up the leads specifically when the charging belt is on. The patient was to follow-up with his pain management physician to address the issue. All possible leads are reported because it's unclear which lead has the issue.